Event description:
A medtronic representative reported that the navigated screwdriver is bent, but it still works. He found it that way in the instrument tray. There was no impact on the pt outcome reported.

Manufacturer narrative:
Per RMA a replacement screwdriver was sent to site. Upon return of damaged instrument, the tool is not bent as reported, but the tip of the tool is twisted.